Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. It was noted that the patient's implantable cardioverter defibrillator was in backup vvi mode. A device download was performed successfully; however the patient presented five days later in backup vvi mode again and no intervention was made. The patient was stable. The physician has considered device replacement.

Manufacturer narrative:
Correction: the implant date should be (B)(6) 2018.

Event description:
New information received notes that the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported backup vvi mode was confirmed; upon receipt, the device was found in backup vvi mode. Analysis of device image (entire memory contents) revealed that backup vvi mode was triggered due to an integrated circuit lockup (xena ic) that caused code corruption. The product code was reloaded to recover the device from backup vvi mode and further testing was performed. Temperature cycle and vibration testing were performed and indicated that the device exhibited normal device characteristics. Device outputs and pacing rate tests were performed and found to be normal. Auto testing equipment (ate) test and cybersecurity screening was performed and found no anomalies. Despite extensive testing, the backup condition could not be reproduced. Battery longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. The device exhibited normal device characteristics during testing. Despite extensive testing, the backup condition was not reproduced.

Manufacturer narrative:
Correction: the implant date should have been (B)(6) 2012 rather than (B)(6) 2018.